Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports that a bilateral revision procedure occurred on (B)(6) 2011 for unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2013-00091 and 0001825034-2013-03398).